Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss to the patient was 200ml. The patient had no adverse effects & no medical intervention was required. The patient completed treatment w/a new set-up. Sample has been requested.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint facility has not provided a complaint sample for manufacturer evaluation, as such a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.